Event description:
The hcp reported that the pt had developed paraplegia during administration of intrathecal pain medication via the drug delivery system. It is unknown what drug the pt has been receiving ot the current pt status. A follow-up report will be sent if additional information becomes available to us.